Event description:
During product servicing by a service technician, a flogard infusion pump was found to have a deteriorated pole clamp rubber. There was no patient involvement. No additional information.

Manufacturer narrative:
(B)(4). The device was received for evaluation. This is an ancillary service event opened during investigation of (B)(4). The cause of the deteriorated pole clamp rubber could not be determined. To correct the condition, the pole clamp rubber was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.